Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to retract the helix of the right ventricular (rv) lead following an attempted placement in the right ventricle. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician was unable to retract the helix of the right ventricular (rv) lead following an attempted placement in the right ventricle. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.